Manufacturer narrative:
Additional patient results were provided on 27-apr-2023. On (B)(6) 2023, the patient had a uric acid result of 4.2 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 4.7 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 2.0 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.8 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.6 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.8 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.6 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.8 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.7 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.4 mg/dl. On (B)(6) 2023, the patient had a uric acid result of 1.5 mg/dl. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable ua2 uric acid ver.2 results for 1 patient from 5 samples on two cobas 8000 cobas c 502 modules, serial numbers (B)(6). The initial results were not reported outside of the laboratory. The customer communicated with the doctor and they stated that the results do not match the patient's clinical status and an interfering substance is suspected. On (B)(6)2023, the ua2 result from analyzer 17e4-01 was 0.0 mg/dl. The sample was repeated on analyzer 17e4-02 and the result was 0.0 mg/dl. A second sample collected from the patient on (B)(6) 2023 also resulted in a ua value of 0.0 mg/dl on analyzer 17e4-01. On (B)(6) 2023, the ua2 results from analyzer 17e4-01 were 0.1 mg/dl and 0.1 mg/dl. The sample was repeated on analyzer 17e4-02 and the result was 0.1 mg/dl. On (B)(6) 2023, the ua2 result from analyzer 17e4-02 was 1.3 mg/dl. On (B)(6) 2023, the ua2 result from analyzer 17e4-02 was 2.7 mg/dl.

Manufacturer narrative:
It was found that the patient takes the medication fasturtec which can cause the degradation of uric acid and lead to falsely low results. The drug manufacturer indicates that samples collected from patients receiving this medication must undergo a specific pre-analytical preparation. This preparation includes cooling the sample after collection and during centrifugation. The cause of the event was determined to be a pre-analytical sample handling issue. The investigation did not identify a product problem.